Event description:
The customer received questionable results for free t3, troponin, tsh, vitamin b12, cortisol, ferritin and folate. The customer had noticed a few unusual results and repeated the samples on the other cobas c6000 and the results were different and in line with expected results. The customer then noted the "in use" cleancell (cc) bottle was empty but there were no alarms to indicate this. The customer replaced the bottle and ran qc. All the qc results were within range. The customer then repeated additional samples. Of the data provided, the results for 66 patient samples were discrepant. Some patient results had been released automatically from the lab. Amended results were released. As far as the customer was aware, no actions were taken relating to the patient's based on the first results. The lot numbers and expiration dates were not provided for any of the reagents involved. The customer found the green buttons above the procell (pc) and cc bottles were not working correctly. They said the buttons were changing from off to on when the cover was lifted and before the button was pressed. A field service representative fit a new push button switch, removed the assembly and cleaned all the connectors. No further problems were reported.

Manufacturer narrative:
The investigation could not determine a specific root cause. The suspect reset button switch was provided for further investigation and the data files were examined. An operator error could not be excluded or confirmed. The issue described in the complaint could not be reproduced and the instrument and the returned reset button switch worked correctly. It was verified the system has worked according specifications since the button switch was exchanged.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in the (B)(6) .